Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch delica lancets ¿had a coating that was splintering into his fingers¿. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿four days¿ after the issue occurred, he developed symptoms of ¿splinters, swelling and soreness¿ and that on (B)(6) 2016 he visited a healthcare professional where he had the splinters removed, the wound treated and was prescribed antibiotics. During the call the cca noted that issue remained unresolved after troubleshooting. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.